Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: data not available. Smartphone operating system: data not available. Smartphone hardware: data not available. Cgm sensor type: data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized due to the pod and freestyle libre plus2 losing communication. The patient reported that due to the lost communication, the controller went into manual mode and too much insulin was delivered. The patient did not show up for work on (B)(6) 2025, the patient's employer called their spouse, who then called their neighbor. The neighbor called 112 and the ambulance arrived and saw that the patient had fallen down the stairs. The symptoms reported were confusion and dysphasia. The patient was diagnosed with a mild concussion. The patient could not recall treatment for this event. The patient was discharged the following day. The pod in this case has been discarded. The patient had to go back to the hospital on (B)(6) 2025. The second hospital visit was reported in insulet ref (B)(4).